Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient underwent ureteroscopic surgery in the right side and needed to indwell a ureteral stent. The nurse disassembled a root and found that the tube was ruptured. Another stent was opened and that was also found to be ruptured. It was mentioned that extra operation or drug therapy was included for this incident.

Manufacturer narrative:
The reported event is confirmed, cause unknown. A photo sample was submitted showing two stents and one was observed to be broken into two pieced. The ureteral stent was returned without the original packaging. An evaluation of the physical sample was completed. It could be seen that a separation occurred on the body of the stent; the separation appears to be halfway through and and removed by pulling the stent apart. The tube was noted to be indented on one side of the separation and the material was stretched and discolored on the other side. The sample passed all dimensional requirements; the tip inner diameter measured 0.043" with a pin gauge, the tube inner diameter measured 0.050" with a pin gauge, a 0.038" guidewire passed through both parts of the sample with no resistance. Unable to determine a specific cause, however, based on the risk document a potential root cause could be, "material selection". The device was used for treatment purposes. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "avoid improper handling of stent such as bending, kinking, tearing, etc. Misuse could damage the overall integrity of the stent." "Care should be exercised when removing the stent from the inner polybag to eliminate tearing or fragmentation." "The insertion of a ureteral stent should only be done by those individuals who have comprehensive training in the techniques and risks of the procedure." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the patient underwent ureteroscopic surgery in the right side and needed to indwell a ureteral stent. The nurse disassembled a root and found that the tube was ruptured. Another stent was opened and that was also found to be ruptured. It was mentioned that extra operation or drug therapy was included for this incident. Per follow up information received via ibc on 19aug2022, it was stated that both stents belonged to the same lot and the event included extra operation or drug therapy was referring to the replacement of a new device. Per notification received from investigator on 21sep2022, it was stated that the customer returned two ureteral stents and both stents were broken.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient underwent ureteroscopic surgery in the right side and needed to indwell a ureteral stent. The nurse disassembled a root and found that the tube was ruptured. Another stent was opened and that was also found to be ruptured. It was mentioned that extra operation or drug therapy was included for this incident. Per follow up information received via ibc on 19aug2022, it was stated that both stents belonged to the same lot and the event included extra operation or drug therapy was referring to the replacement of a new device. Per notification received from investigator on 21sep2022, it was stated that the customer returned two ureteral stents and both stents were broken.